Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient was advised to reset the device and the outcome was unsuccessful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint passed the visual inspection. Due to moisture damage of the returned device, the customer complaint was unable to be confirmed. The root cause was unable to be determined.